Event description:
The customer reported an issue with their meter. Upon investigation, the meter was found to exhibit the memory overwrite malfunction. There was no report of death or serious injury.

Event description:
It was reported that the patient has expired after an implant duration of approximately zero days, due to unknown reasons. It is unknown if the death was device related. No further details were provided.

Manufacturer narrative:
The device history record (DHR) review was completed, and there was no nonconformance found related to this event.

Manufacturer narrative:
Device not returned.this event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient registry. The patient also had other devices implanted and explanted, (B) (4). Two requests were made to the health-care provider (via fax) for the device, operative report, and additional information (on 06/28/2010 and 07/06/2010); however, no additional information was provided and no device was returned for evaluation. The device history record (DHR) review is currently in process.